Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a failed battery test and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery constantly dies even with a new battery cap. The customer stated that he did not receive a low battery alert prior to the off no power alert. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.